Event description:
Related manufacturer reference number: 3006705815-2019-02323. It was reported that one of the patient's leads migrated. As a result, the patient underwent surgical intervention wherein both leads were explanted and a penta lead was implanted. Effective therapy was restored post procedure. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.